Manufacturer narrative:
Batch review performed on 30 april 2021 lot 173162: (B)(4) items manufactured and released on 28-nov-2017. Expiration date: 2022-11-19. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to stem mobilization 2 years 7 months after the primary. Stem and liner successfully revised.